Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. For information regarding the patient's other implantable neurostimulator please refer to manufacturer report # 3004209178-2016-13404.

Event description:
A healthcare provider reported that they saw a power on reset (por) message on the patient's device. It was an informational por and it was unknown if it was related to an overdischarge. They were able to clear the por and put the implantable neurostimulator (ins) into MRI mode for an unrelated MRI. The patient had 2 ins' and each was put into MRI mode. There were no symptoms reported. The patient was implanted for non-malignant pain, spinal pain, and cervical neck.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.